Manufacturer narrative:
Device passed displacement test, active current measurement, and sleep current measurement. No failed battery alerts or power anomalies noted during testing however device received with corroded battery tube. Device alarmed pump error 63 alarm during self test and confirmed in the device history due to broken pin trace on keypad assembly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had hardware low level failure alarm. Customer reported about the failed battery test for insulin pump. Customer ran self-test and they got the error alarm. Customer was able to clear the alarm and able to rewind the insulin pump. Customer failed the self-test. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.